Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-62-user had poor technique test strip UDI#: (B)(4). Note: manufacturer contacted customer on (B)(6) 2018, in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 71mg/dl non-fasting. The expected fasting blood glucose test result range is 92 to 128mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the family room. During the call on (B)(6) 2018, a blood test was performed by the customer and produced test results of 110 and 116mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 03/13/2020, and open vial date is within the month of oct. 2018. The meter memory was reviewed for previous test result history. (B)(6). Customer states they adjusted their testing technique by rubbing hands below waist level prior to pricking finger. Customer has control solution lot#: 7bc1b22, but unable to conduct test at time of call went over steps twice but unable to follow steps. Customer adjusted lancet device from a 4 to a 5. And customer adjusted meter's position from horizontal position and at an angle position at times while testing to a vertical position.